Event description:
Reporter complains of muscle and nerve damage, memory loss, sjogren's disease, dry mouth, dry eyes, skin rashes, hemorrhage, contracture of capsule, joint pain, muscle pain and weakness, mouth and nose ulcers, difficulty swallowing, chronic fatigue, arthritis, connective tissue diseases.